Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pulsations at the implant site since the deep brain stimulator was implanted, and a potential issue with the battery was suspected. The patient contacted their doctor, who reached out to the manufacturer. The patient stated that they were informed by someone from the manufacturer that a representative would contact them to arrange a meeting on friday; however, they had not yet been contacted. The patient was redirected to their healthcare provider for further evaluation, and an email was sent to field staff for follow-up. Additional information was received from the representative, who reported meeting with the patient in (B)(6) on friday, (B)(6), to perform an impedance test. The impedance measurements were within range, and the session report was shared with another representative who works with the patient and their physician in (B)(6). The cause of the pulsation sensation at the implant site remains unknown. No actions or interventions have been taken to resolve the issue, and the pulsations continue to occur intermittently. The representative stated that, based on the interrogation performed, the device and therapy appear to be working as expected. No further actions are planned at this time. The physician has confirmed the information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that no actions/interventions were taken to resolve the issue, and the patient outcome is unknown.